Event description:
It was reported that the thumbnail image would not pull up neither the cine or the still images. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to reseat the pin interconnect cable and system I/f circumference. The system was found to be working as intended. The system was put back into service.